Manufacturer narrative:
Correction: g3: date MFR rec date has been updated to 2021-jul-21 regarding the previous information submitted in supplemental report 2. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 8709sc lot# (B)(6) implanted: (B)(6) 2011 explanted: product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider. It was reported that the patient had not done a catheter dye study despite their efforts and coordination with interventional radiology. The patient was now stating that their symptoms had improved and he no longer believes he has a catheter obstruction or withdrawal symptoms.

Manufacturer narrative:
Continuation of d10: product ID 8709sc lot# serial# (B)(6) implanted: 2011-(B)(6) explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8709sc, serial #: (B)(6), ubd: 2012-12-11, UDI#: (B)(6) h6 correction: the annex e code e2403 was previously coded in error. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a healthcare provider. Regarding the pump seizing up, it was noted that the patent had new symptoms of unclear etiology. It was further noted that withdrawals due to pump or catheter malfunction was brought up as a possibility. The patient was to visit the healthcare provider to check volume with the pump. A catheter dye study had also been ordered. The issue had not yet been resolved and it was noted as still not clear if it was a pump issue. The cause of the withdrawal symptoms was not yet determined. The patient was administered oral medications to resolve the withdrawal symptoms which were still unresolved. Regarding the status of the device. It was noted that there were no changes at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving hydromorphone and bupivacaine via an implantable pump for non-malignant pain. It was reported that the patient asked if their pump was included in foreign particle recall and patient services confirmed that it was not. The patient stated that in the last couple weeks, they had been going through withdrawals and their healthcare provider (hcp) believed the pump "seized up". The patient confirmed understanding the recall information and stated they will continue to work with hcp.